Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Concomitant medical products: left; 250cc mentor smooth round moderate profile; catalog number: 3501635; serial number: (B)(4) . Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 250cc mentor smooth round moderate profile and was presented with breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2020.

Manufacturer narrative:
On march 18, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the sample, a crease was observed on the anterior view. Leak testing was performed in accordance with mentor procedures and a tear measuring approximately 0.1 cm was found within the crease. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors:  underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/5/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the replacement implant used on (B)(6)2020 was catalog number 3501635; serial number (B)(6). On 2/19/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).